Manufacturer narrative:
Return not possible. (B)(4).

Event description:
The following information was reported to gore through the (B)(6) clinical study. On (B)(6) 2022, the patient underwent endovascular treatment of a thoracic aneurysm, zone 2, using gore® dryseal flex introducer sheath. A 24fr sheath was inserted from the left femoral artery and stentgrafts were successfully implanted. After implantation, access angiography was performed and the left external iliac artery dissection was confirmed. The diameter of the external iliac artery was about 7.5 mm. As a treatment, a stent was placed in the external iliac artery. Reportedly it was related to endovascular procedure, due to the sheath insertion. On (B)(6) 2022, the patient was discharged due to good postoperative course.